Event description:
It was reported that a user¿s dexcom g7 sensor paired to their phone but remained stuck in pairing with the ilet, resulting in suspended automated dosing until pairing completed. Symptoms included a temporary interruption of automated insulin dosing that required a manual blood glucose entry to continue therapy. Outcomes included restored continuous glucose readings and resumed pump functionality after the user powered down an apple watch, restarted the ilet, and reattempted pairing. Investigation included guided troubleshooting and education, including device restart and elimination of potential bluetooth conflicts. Investigation of this case revealed that the issue was consistent with a connectivity pairing failure between the cgm and the ilet, likely influenced by concurrent bluetooth connections, and was resolved with standard pairing and restart procedures. It was concluded, based on previously established findings for similar reports, that the cause was user environment and connectivity interference, resolved through troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.